Event description:
A customer observed a higher than expected vitros intact pth (ipth) proficiency sample result (375.4 pg/ml vs. An expected mean proficiency result of 258.2 pg/ml) while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros ipth proficiency sample result was obtained. A definitive root cause could not be determined. However, improper fluid handling of the proficiency sample fluid cannot be ruled out as a contributing factor. There was no indication that the vitros eciq system or vitros ipth reagent malfunctioned.